Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09-sep-2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the lithium battery in the pump was hot to the touch. No power loss or corrosion was alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.